Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Data from the submitted controller event log file was reviewed and captured multiple no external power alarms. At 21:04:08 on 15aug2025, a no external power alarm was active and resolved. The cause of the alarm activating cannot be conclusively determined due to the events prior to 21:04:08 being overwritten by more recent events. On (B)(6) 2025, a no external power alarm activated at 21:14:09 due to both power cables being disconnected from external power at the same time. The alarm cleared at 21:14:36 after external power was restored to the mobile power unit (mpu). The backup battery supported the system as intended during these events. The no external power alarms did not prevent the system controller¿s ability from operating the pump at its set speed. No other notable alarms were observed in the log file. Provided information indicated that the mpu had a v-lock ac power cord, and the cable did not come loose from the unit. The root cause of the two no external power alarms could not be conclusively determined through this analysis; however, it was reported that at least one instance was due to the ac power cord unplugging from the wall outlet due to the patient stretching the cord too far. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power to the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. This section also states when the mobile power unit is initially connected to power it performs a self-test. After the self-test is performed, the green ¿power on¿ light should remain lit and the mobile power unit is ready for use. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 IFU (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 IFU (rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 IFU (rev. D) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a no external power alarm. The patient stated that while attached to the mobile power unit (mpu) they stretched the cord too far and it came unplugged from the wall. Log files were submitted for review and captured no external power events on 22aug2025 at 21:14:09. There was no interruption in pump support during these events. It was also noted that the mpu did have a locking mechanism.